Manufacturer narrative:
Device eval by manufacturer: the express ld device was returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly folded and had not been subjected to positive pressure. No issues were noted with the balloon material. A shaft kink was noted 60mm proximal from the distal tip of the device. The recommended introducer sheath size for this express ld device as per the instructions for use is 6fr. During analysis, the investigator was unable to advance the device through a boston scientific 6fr sheath due to the damaged shaft. The sheath used by the customer was not returned for analysis. The stent was not returned with the device. No issues were noted with the tip of the device. No other issues were identified with the returned device during analysis.

Event description:
It was reported the stent dislodged inside the patient and was surgically removed. A 7.0x40x135 cm express-vascular ld was being used in a procedure treating an occlusion in the left subclavian artery. Pre-dilatation was performed with a 4mm balloon catheter. The express ld stent was being advanced to the intended lesion when resistance was felt. The physician decided to remove the stent and dilate again, but during removal, the stent was unable to be pulled back into the sheath and was lost in the distal brachialis. Retrieval attempts were made but were unsuccessful. The physician performed surgery on the arteria brachialis, retrieved the dislodged stent, and patched the vessel. The procedure was completed by implanting another a 7.0x40x135 cm express-vascular ld. The patient was noted to have fully recovered but was admitted to the hospital beyond the normal standard of care.

Event description:
It was reported the stent dislodged inside the patient and was surgically removed. A 7.0x40x135 cm express-vascular ld was being used in a procedure treating an occlusion in the left subclavian artery. Pre-dilatation was performed with a 4mm balloon catheter. The express ld stent was being advanced to the intended lesion when resistance was felt. The physician decided to remove the stent and dilate again, but during removal, the stent was unable to be pulled back into the sheath and was lost in the distal brachialis. Retrieval attempts were made but were unsuccessful. The physician performed surgery on the arteria brachialis, retrieved the dislodged stent, and patched the vessel. The procedure was completed by implanting another a 7.0x40x135 cm express-vascular ld. The patient was noted to have fully recovered but was admitted to the hospital beyond the normal standard of care.